Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was an increase in lymphangitis after the bd insyte¿ autoguard¿ shielded IV catheter was used on patients. No further information was provided. The following information was provided by the initial reporter: "the pharmacist told me that the hygiène unit has noticed a increase of lymphangites. I have no more information about the incidents."